Event description:
The customer reported that the unit will not operate on battery power. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit will not operate on battery power. There was no reported pt involvement. The device was evaluated at philips. The symptom was verified. Replacing the battery pca resolved the issue.